Event description:
Customer reportedly received blood glucose results of 33.3 mmol/l and 5.2 mmol/l within a few minutes on the inform ii system. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.